Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (cts) however customer declined further troubleshooting. Reportedly, the customer was wearing infusion set supplies for 3 days. Tandem clinical support informed customer that wearing infusion set supplies for 3 days is off label per the tandem user guide. Customer¿s blood glucose level was 305 mg/dl. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Device not returned.